Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not displaying all patient's medications. A technical support specialist ran a correct code being mapped to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station not displaying all patient's medications. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. Customer stated that there was able to manage to pull the medication from other location for the patient. There were no adverse events or injuries reported based on this event.